Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center technician verified the reported issue. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker.

Manufacturer narrative:
Stryker evaluated the device and verified and duplicated the reported issue. The technician determined the root cause was the error codes in the device. The customer received a replacement and the device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.